Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported "hole in radius (edge)" and "right implant was found to be ruptured as well." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in radius side assessed as surgical damage. Additional observations: creases are observed. Wear abrasion is observed. No further actions are required as the device was implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported "hole in radius (edge)" and "right implant was found to be ruptured as well." Device has been explanted and replaced.